Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer cubies were not detected on the bus. A technical support specialist reported that main drawer 3.1, positions c2 and c3 contained a 1x2 cubie with medication, although the storage space configuration indicated cubies were supposed to be empty. Additionally, c4 and c5 were also empty but were not detected on the bus. The pyxis system was rebooted, and the issues were resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer cubies were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.